Event description:
Complainant alleged that the clinicians were treating a pt who was in cardiac arrest. With the device in AED mode, the medics determined that the pt was presenting a ventricular fibrillation heart rhythm. The device shocked the pt twice at 200 joules, a third time at 360 joules, and a fourth time at 360 joules. Subsequent to pt treatment, an analysis of the algorithm was performed. The complainant indicated that prior to the fourth shock being administered, the pt was presenting a slightly regularized heart rhythm, and therefore, the fourth shock advised prompt was inappropriate and should not have been advised. The complainant indicated that the pt subsequently expired, but that the pt outcome was not as a result of the reported malfunction.